Manufacturer narrative:
This device crb 18350 (lot unk) is distributed outside united states; however, it is similar to the united states product cxs 18350. The product is not available for analysis. Additional info will submitted within thirty days upon receipt.

Event description:
During the balloon inflation in order to deploy the stent, the balloon burst when the pressure reached 14 atm. Another non compliant balloon was used to complete the stent deployment. There was no difficulty removing the device from the package. No kinks or damages were noted before use in the pt. The device prepped normally and was able to maintain negative pressure.